Event description:
A customer reported an event of an odor emitting from the sterrad 100nx sterilizer over the past two weeks. There was no report of any human reaction. The customer was advised to turn the unit off and evacuate the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. A preventative maintenance (pm2) was performed and the vacuum pump oil, oil drain bottles, catalytic decomp filter, and oil mist filter were replaced. Unit meets specifications and was returned to service on (B)(4) 2013.

Manufacturer narrative:
Correction: sex is unknown. Manufacturer date: february 11, 2013. Conclusion: root cause identified in CAPA was found to be premature failure/saturated oil mist filter or vacuum pump oil. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, health hazard evaluation, system hazard and user misuse analysis, and CAPA. The DHR (device history record) was reviewed and no issues regarding the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months (july 2012 ¿ january 2013) did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from october 2012 to september 2013 and revealed a significant trend which was addressed through CAPA. The trend of the product malfunction code noisy was completed from october 2012 to september 2013 and did not reveal a significant trend over the past 12 months. The fmea (failure mode and effects analysis) revealed the risk priority number scores are below 100 and are considered acceptable. The fmea (failure mode and effects analysis) revealed the risk priority number scores for all noisy related failure modes are below 100 and are considered acceptable. The hhe (health hazard evaluation) was reviewed for the risk of odor and smell exposure. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm documented or reported in clinical practice, but only occasionally and/or under unusual circumstances. The shuma (system hazard and user misuse analysis) shows that the risk is as low as reasonably practical for exposure to odor or odorants. The CAPA (corrective and preventative action) identified the root cause for the odor/smells issue as: (1) premature failure of the used and saturated sterrad® 100nx oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad® 100nx system. (2) the use of a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad® 100nx system. The asp fse was not able to confirm the unit was making a loud noise as reported by the customer. He replaced the oil, the oil mist filter and the catalytic converter to resolve the odor/smell issue. The unit was able to pass a test cycle after the troubleshoot. The oil mister filter cartridge was returned and installed onto a qa certified test system. During testing, the part was emitting smoke from the filter. The reason for return was confirmed. The catalytic converter was returned. During functional testing, there was no odor detected from the catalytic converter. It was found to be saturated with oil. The reason for return was confirmed. The pump oil was returned. It was visually verified that the oil was discolored. The reason for return was confirmed. The issue has been resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.